Event description:
The customer reported the generation of erratic ion selective electrode (ise) patient results including sodium (na), potassium (k) and chloride (cl) with h,l flags on their au480 clinical chemistry analyzer. The erroneous patient results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patients demographics. The customer provided the results for 13 patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 clinical chemistry analyzer and identified a defective pinch tubing and damaged ise liquid level sensor. Fse replaced the pinch tubing and the ise liquid level sensor to resolve the issue. Fse verified calibration and quality control passed. No further errors were observed. Analyzer resumed normal operation. Information not provided by customer. The beckman coulter internal identifier is (B)(4).